Manufacturer narrative:
Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy in the 13w care area. The charge nurse stated that a programmed infusion of vancomycin infused 30 minutes early. Vancomycin variable was programmed at 4:59am for 1750mg with a volume to be infused (vtbi) of 500 ml for 1 hour and 20-minutes duration. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.